Event description:
There was an allegation of questionable sodium electrode results from the cobas c 303 analytical unit for thirty patients. Results were provided for one patient. The initial result was 154.5 mmol/l. The repeat result was 141.6 mmol/l. The questionable result was repeated because the customer noticed that there were several high sodium results and began to perform a lookback. The repeat result was deemed to be correct.

Manufacturer narrative:
The sodium electrode lot numbers are edm82 and edh28, and the expiration dates were not provided. Calibration was successful on the day of the event. In the provided alarm trace report, there is an alarm for the wash rack function. A field service engineer (fse) removed and cleaned the dilution cup and sipper nozzle, and performed a sample probe alignment check. The fse also decontaminated and activated the ion-selective electrode (ise). For verification, the fse performed ise checks and a 21-cup precision check. The investigation determined that the service action resolved the issue.